Event description:
A customer contacted beckman coulter inc. (Bci) stating they had a leak of brown fluid from an unknown source coming from the hydro area on the unicel dxc 800 pro synchron clinical system. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went in and could not find any obvious leak or dripping. Fse checked all lines, valves and connections. All cuvettes were intact and the wash tower was functioning. A clear root cause for this event could not be determined.